Event description:
A customer reported an issue with a pump declaring an altitude alarm 21, which caused their insulin to be temporarily suspended. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, allowing insulin to resume after five minutes. The alarm did not recur, and the pump returned to normal operation. The customer received additional tips to prevent future altitude alarms.